Manufacturer narrative:
The technician replaced the side rail end tube pivot bolt, block and roller guide to resolve the issue.

Event description:
The account alleged the side rail could not latch. No patient impact.